Manufacturer narrative:
Information regarding suspect medical device section. Common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau. Information regarding PMA/510(k): k200972. Investigation evaluation: two devices were returned in response to this occurrence. The used device (device #1) is assumed to be the device used in the occurrence with no information to indicate otherwise. The sealed device (device #2) was from the same lot. For device #1, the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved could not confirm the report. All components were not included in the return (only one catheter was returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. The catheter presented with minor kinks in the tubing. Powder was present on the exterior of all returned components. When tested as returned, the device did not spray as intended. The co2 cartridge did not discharge when deactivated and was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. When tested with a new co2 cartridge and activation knob, the device sprayed as intended. The returned catheter was attached to the nozzle and the device continued to spray as intended. No issues were detected during activation of the device. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. For device #2, the product was returned in a sealed tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved could not confirm the report. The device was sealed in the tray and all components were present. The device was initially inspected for premature activation, and the co2 cartridge was found to be unpunctured. All components appeared to be manufactured and packaged correctly. The device was then reassembled and activated for functional testing. The device sprayed as intended. The catheters were attached to the nozzle and the device continued to spray as intended. No issues were detected during activation of the device. The co2 cartridge discharged when deactivated and was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device and catheter could not confirm the occurrence because the devices sprayed as intended. However, the report indicates a "loss of gas" and a cold handle during set up which is indicative of co2 discharge or leakage. Therefore the most likely cause of this occurrence is that the activation knob was not fully engaged at the time the co2 cartridge was punctured, causing the co2 to escape out of the device prior to the user's attempt to spray. The complaint is considered confirmed based on the report. The IFU instructs the user, "activate co2 cartridge by turning red activation knob until it stops." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the activation knob wasn't fully engaged in the handle, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
Information regarding suspect medical device section. Common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau. Initial reporter occupation: unknown. Information regarding PMA/510(k): k200972. Investigation evaluation: the device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However the report indicates a "loss of gas" and a cold handle during set up which is indicative of co2 (carbon dioxide) discharge or leakage. Therefore the most likely cause of this occurrence is that the activation knob was not fully engaged at the time the co2 cartridge was punctured, causing the co2 to escape out of the device prior to the user's attempt to spray. The complaint is considered confirmed based on the report. The IFU instructs the user, "activate co2 cartridge by turning red activation knob until it stops." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the activation knob wasn't fully engaged in the handle, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
In anticipation for an endoscopic procedure, the physician prepared hemospray endoscopic hemostat. The hemospray-type device exhibited a defect when it was primed with the consequence of a loss of gas. The system was still functional following this loss of gas. Additional information received on 07-june-2021 states that when tightening the co2 [carbon dioxide] gas cartridge, gas is released in the wrist [device handle] and the wrist [device handle] has become frozen. The nurse puts the hemospray back in the box and waits for the gas to stop coming out from the wrist [device handle]. The nurse takes back the hemospray and finished screwing the gza [gas] co2 cartridge and tests the hemospray in the box. The powder is coming out of the gun. The malfunction did not prevent the proper placement of the powder in the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Information regarding suspect medical device section . Common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau. Initial reporter occupation: unknown. Information regarding PMA/510(k): k200972. Investigation evaluation: the device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However the report indicates a "loss of gas" and a cold handle during set up which is indicative of co2 (carbon dioxide) discharge or leakage. Therefore the most likely cause of this occurrence is that the activation knob was not fully engaged at the time the co2 cartridge was punctured, causing the co2 to escape out of the device prior to the user's attempt to spray. The complaint is considered confirmed based on the report. The IFU instructs the user, "activate co2 cartridge by turning red activation knob until it stops." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the activation knob wasn't fully engaged in the handle, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
In anticipation for an endoscopic procedure, the physician prepared hemospray endoscopic hemostat. The hemospray-type device exhibited a defect when it was primed with the consequence of a loss of gas. The system was still functional following this loss of gas. Additional information received on 07-june-2021 states that when tightening the co2 [carbon dioxide] gas cartridge, gas is released in the wrist [device handle] and the wrist [device handle] has become frozen. The nurse puts the hemospray back in the box and waits for the gas to stop coming out from the wrist [device handle]. The nurse takes back the hemospray and finished screwing the gza [gas] co2 cartridge and tests the hemospray in the box. The powder is coming out of the gun. The malfunction did not prevent the proper placement of the powder in the patient. Additional information received 23-july-2021 states that the activation of the co2 cartridge [was completed] by turning the red activation knob until it stopped. The gas (co2) came out through the wrist and the nurse took back the hemospray and finished screwing the gas (co2) cartridge and tested the hemospray in the box. The powder was coming out of the gun. This occurred prior to use; there was no impact to the patient.